Manufacturer narrative:
Investigation summary: pr #: (B)(4), part #: 381012 iag bc 24ga, lot #: 7076845. Complaint: leakage at catheter junction. Event description: immediately after catheter placement, drug leaked from the root on the catheter. Customer commented there is a crack around the connection of the catheter and the catheter adapter. Findings: a total of (B)(4) units were manufactured on autoguard line 10 starting on mar 26, 2017 through mar 27, 2017. All challenges were successful and no quality related findings were discovered set-up and in process samples including (but not limited to) adapter damage/cracked (interior-exterior), damaged component and catheter leak test passed per specification. Qn / sap database review: no. Reason: the qn/sap database review is not required for level a investigations per (B)(4), findings: n/a. Visual analysis: observations and testing: received one used 24ga bd iag bc catheter/adapter assembly along with an open empty package from lot number 7076845. The remainder of the unit was not returned for evaluation visual/microscopic examination: observed damaged (crack) in the body of the adapter, the crack ran linear with the adapter starting below the wedge assembly and up towards the threads, the crack was crooked and jagged. Water/air leak test: attached the iso slip luer to the end of the catheter/adapter and performed leak test. Leakage was observed in the area of the crack in the adapter. Test description method no results visual/microscopic, n/a, see observations and testing. Water/air leak testing, (B)(4), see observations and testing. Investigation samples(s) meet manufacturing specifications: no: the unit revealed a linear, crooked crack in the adapter that leaked when tested. Peura analysis: the peura (end user risk analysis) (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Conclusions: confirmation of failure of leakage at catheter/adapter as stated in the event description was conclusive with the evaluation and testing of the used unit received for this incident. Confirmed there was a crooked crack which revealed stress and ran linear in the adapter. Investigation conclusion: did the evaluation confirm the customer¿s experience with the bd product? Yes; confirmation of the failure experienced by the customer was conclusive with the used unit received for evaluation and testing of this incident. Were we able to reproduce the customer's experience with the bd product? Yes; reproduction of the customer¿s experience of leakage at catheter/adapter was achieved with the used unit when tested for this incident. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. A definite root cause could not be established. As the unit was received out of packaging and there was no physical evidence to confirm or support manufacturing process related issues for the failures the customer experienced.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 24 g x .75 in. Bd insyte¿ autoguard¿ bc shielded IV catheter was found with a crack around the connection of the catheter and catheter adopter. This resulted in a leak of the drug at the root of the catheter during use. There was no report of injury or medical intervention reported.